Event description:
It was reported that during surgery for implant of artificial disc, the 14mm anchor post was broken inside the vertebral body. The broken piece could not be removed and the cervical disc could not be implanted. The surgeon then implanted a cervical cage and the surgery was completed with no further complications. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. A visual examination found that the tip is broken at approximately 5mm from the proximal end. The shape of the remaining 2mm of bone thread was measured and found within specification. The surface of breakage is typical of a brittle fracture due to over-loading. A review of the device history records found no documentation to indicate a non-conformance to specification.